Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 238-600 mg/dl) and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Reportedly, customer used humalog insulin for 4 days versus the labeled 48 hours. Recommendation was made for customer to consult with healthcare provider.